Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half-height drawer 3.1 failed with a "device not detected on bus" error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3.1 was failed and device was not detected on bus. A field service engineer (fse) removed the side panel of drawer 3.1, manually removed all cubbies, unplugged the trays, and cleaned both the trays and the drawer. The fse reinstalled all cubbies, reconnected all cables, and resolved most issues except for tray 1 cubby f, which did not release. The fse relocated the cubby position to drawer 4.1 tray 1a and then traveled to obtain a replacement handheld tray, returned to the site, replaced the tray, and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.